Event description:
It was reported that a 3.0 x 28 mm and a 3.5 x 12 mm xience stent were direct stented over a restenosed, non-abbott stent into the first obtuse marginal artery (om1). On (B)(6) 2011, the patient was hospitalized and found to have stenosis of the distal edge of the distal stent (3.0 x 28 mm). On (B)(6) 2011, balloon angioplasty was performed with good results. On (B)(6) 2011, the patient was hospitalized for treatment of a non related lesion. On (B)(6) 2011, the patient reported chest pain starting the previous day. A stress test performed showed a small area of possible myocardial infarction. On (B)(6) 2011, a drug eluting stent was placed in the om1 and on (B)(6) 2011, the event resolved and the patient was discharged. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Medical tests: (B)(6) 2011: ECG: no mi; enzymes negative; stress test: possible small area of infarction. (B)(6) 2011: angiogram. (B)(6) 2011: ck: 139 u/l; troponin I: 0.03 ng/ml. (B)(4) - direct stenting, stent implanted in a restenosed non-abbott stent. In this case, there was no reported product deficiency. The reported angina myocardial infarction (mi) and re-stenosis are listed in the xience instructions for use (IFU), as a known adverse event associated with coronary stenting. It should be noted that the IFU states to pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated. Limit the longitudinal length of pre-dilatation by the ptca balloon to avoid creating a region of vessel injury that is outside the boundaries of the xience v stent. Additionally, the IFU also states that the xience v everolimus eluting coronary stent system (xience v stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (length less than or equal to 28mm) with reference vessel diameters of 2.5 mm to 4.25 mm. The implantation of the stent to treat in-stent restenosis and direct stenting (no pre-dilatation) does not appear to have directly caused or contributed to the reported patient effects. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.